Manufacturer narrative:
Date of event was reported as "uti started a few weeks after implant" ((B)(6) 2017). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that since implant of the implantable neurostimulator (ins) system, the patient was getting frequent utis (recurring every 3-4 weeks). This started a few weeks after implant. It was noted that the doctor ¿has no clue¿. The patient was to follow up with their healthcare professional for the issue. There were no further complications reported or anticipated.